Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 valve implanted in the aortic position, approximately 3 years post valve implantation, the valve was explanted due to halt. A non-edwards mitral valve was placed.

Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. The reported event was unable to be confirmed as no relevant imagery/medical records were provided. Due to incorrect valve serial number, DHR review and lot history were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.